Event description:
Boston scientific received information that this patients leads exhibited high, out of range impedences. There were no patient symptoms. A revision procedure was performed, during which, a lead fracture was noted at the tie down from the suture. The lead was surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.